Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell causing the infusion set and the cartridge to be pulled out. The customer's blood glucose was 158 mg/dl.